Event description:
It was reported that during a laparoscopically assisted vaginal hysterectomy procedure, when the device was activated, the surgeon believes that energy was not being delivered, thus causing bleeding. The procedure was converted to open to complete.

Manufacturer narrative:
(B)(4). Additional information the device was returned in good physical condition. The device was tested on generator and was functional. The device was tested with the test media and performed as expected, no anomalies were found. There were no anomalies noted with the functionality of the device. It could not be determined what may have caused the incident reported. This report is not intended to deny that you experienced a problem with the device. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis.

Manufacturer narrative:
(B)(4). When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent. Received additional information from the territory manager - energy: how was it determined that the bleeding was from an area where the enseal device was used? As this was the area that had just been cut and sealed with enseal and the surgeon was trying to achieve hemostasis. What other instruments were used during the surgery? When the surgeon could not stop the bleeding she then opened pk gyrus energy device to achieve hemostasis where was the enseal device being used? (What structures, vessels, arteries?) Round and broad ligament. What were the sizes of the arteries/vessels that were being taken? Unk. Did the gen11 display any yellow alert screens during the procedure? No. Did the surgeon hear the tone changes? Yes. Did the surgeon hear the tones before releasing the knife? Yes. How long has the surgeon and account been using the gen11 and the nslg2s35? 3rd case. For this surgeon, account has been using gen11 and enseal for over 2 years. Where was the bleeding from? (State where) where the broad ligament meets the uterus. How much blood was lost? (Cc¿s) unk. How was the bleeding controlled after the procedure was converted to open? Clamp, cut and tie. Was a transfusion required? No. Was the patient taking any anticoagulants? If yes, specify prescribed medication. Unk. Was the convert to open a direct result of the lack of coagulation? Or were there other circumstances, patient conditions or surgeon¿s preferences that may have cause the additional time? Yes. Was the device being activated in blood or blood in the field prior to this happening? Not at first, as the bleeding happened it was used when blood was in the field. Irrigation used to minimize blood before device, cleaned and used again. Was there charred blood on the jaws? No. What is the age and sex of the patient? Female age unk. What is the current status of the patient? Pt fine at end of case is there any other additional information you would like to share about this device or procedure? No. Was the pk gyrus energy device a laparoscopic device? Yes. When did the convert to open occur? Immediately after using the nslg2s35 device? The surgeon used enseal on the left vessels, then the right side vessels and couldn't achieve hemostasis, so opened lap pk which she was able to stop the bleeding with. Then she went back to the left side, which had continued to bleed, tried pk, but it was not effective. What were the other circumstances, patient conditions or surgeon¿s preference that caused the convert to open? I am unable to answer this as I do not have the info on patient condition. As far as I am aware they were no requirements to prepare for converting to open. En did the surgeon advance the knife blade and when did the surgeon advance the knife blade compared to tone 2? After putting about half jaw length of tissue in the jaw, the surgeon advanced the blade slowly. Did not wait for tone 2, which came half way through the transection. The surgeon then waited for tone 3 before coming off the tissue. Has rep been trained on odp; and customer been trained on odp? I have been trained on odp and am an experienced tm of 5yrs. I explained all the information within the document to the surgeon. Has similar documents like the one attached been shared with the rep or surgeon? Yes was hemostasis achieved on the right side with the pk? - from what I could see yes. Did it take time to achieve? Yes. Could it still have bleed? Yes. These are things that I can't confirm as the case was converted to open. When hemostasis achieved originally on the left vessel, but then noticed that the left side continued to bleed, and the pk was not effective ¿ did the pk not work or was the bleeding so much that the surgeon had to convert to open? The pk didn't work effectively on the left side. I can't make a judgement call on how much bleeding a clinician can deal with confidently before they have to convert to open. I have seen other surgeons deal adequately with the amount of bleeding seen. But I can't make clinical judgement on the surgeon's behalf.